Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported patient is afraid that the breast implant can cause cancer. Patient representative later reported capsular contracture, baker grade unknown. A surgical report reported "intact double membrane throughout on the left implant, slight rippling in the lower segment, the lumen is hypoechoic". The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Patient representative reported patient is afraid that the breast implant can cause cancer. Patient representative later reported capsular contracture, baker grade unknown. A surgical report reported "intact double membrane throughout on the left implant, slight rippling in the lower segment, the lumen is hypoechoic". The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule : no observed. Wrinkling : no observed. Other: medical: ndr : not applicable as the event is not related to the device. No additional observations: no further actions are required since no issue in the manufacturing of the device is observed.